Event description:
Hill-rom received a report from the account stating the bed had no nurse call from the bed to the wall. The bed was located at the account ICU. Thee was no patient/ user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
Hill-rom technical support found the sidecom cable to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the sidecom cable to resolve the issue. Based on this information, no further action is required.